Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon was concerned that this bioprosthetic valve had "more peaked struts" and that the sewing ring was "quite bulky", which gave the appearance of being larger than the sizer. The surgeon stated that the seating of the valve was challenging due to the patient's anatomy, and that the overall pump time and cross-clamp time was longer than expected. The valve was ultimately implanted. No adverse patient effects were reported.